Manufacturer narrative:
It was reported to abbott, a patient had pain at the ipg site and the ipg had shifted. The physician planned on repositioning the battery and suturing it in place. The revision took place without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient is experiencing pocket site pain and ipg scs migration. Consequently, surgical intervention was taken and the patient's physician repositioned the patient's scs ipg to address the issue.